Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 82-year-old male post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. The complainant reported that the patient developed a groin hematoma during impella cp support. A mattress suture and fem-stop were placed to manage the condition. Coinciding with the hematoma, it was also noted that the implanted pump experienced persistent positioning issues throughout support. Repositioning was ineffective as imaging was inadequate.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.